Event description:
Pt was in for surgery for right shoulder fracture. Gram stain of 2 surgical specimens showed rare gram negative rods. One culture grew (B)(6) and the other was negative. Pt was treated for (B)(6) rather than gram negative rods as pt had a prosthetic device. Date of use: since before 1980.